Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their pump. It was reported that the pump screen had lines on the screen preventing reading of the screen. It was reported that the pump was cracked. It was reported that the secretary was calling for customer, and they were advised to have customer call in order to troubleshot.